Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. Visual observation found the lead was returned in three parts. Given the lead was severed, limited testing could be performed. Allegation was not confirmed. The lead was severed at 65 mm and the terminal pin and middle segments passed electrical testing.

Event description:
Boston scientific received information that this right atrial lead was removed from the patient because it was undersensing and had transient loss of capture in this patient with atrial fibrillation. This issue persisted even with programming changes. The patient has chronic congestive heart failure with worsening symptoms, so the physician removed the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.